Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The morning of (B)(6) 2025, the patient was experiencing high blood glucose (bg) levels above 400 mg/dl. Patient delivered more insulin to lower the levels and passed out because of low blood sugar. Patient's bg levels dropped to 22 mg/dl. The patient's son found the patient passed out and called an ambulance. Emergency services removed the pod and transported the patient to the hospital, (B)(6) germany. The pod was worn on the patient's abdomen for between 5 and 24 hours. Patient received multiple bottles of glucose for treatment and was discharged the following night. The pod was discarded.